Manufacturer narrative:
Analysis received the unit with motor error alarm due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.